Manufacturer narrative:
(B)(4). Labeling indicates: no system errors: if you get a system error ¿ such as no readings, sensor error, or signal loss ¿ you won¿t get g6 readings or alarm/alerts.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient¿s mother stated she and the patient were at a holiday party and the patient stopped getting readings at around 9:45pm due to a sensor error. At around 10:30pm, they were going to leave the party, the patient tried to stand up and stated he was dizzy. She stated his eyes rolled back and she and her husband caught him before he could fall. They provided him with lemonade, water and fruits. A finger stick was not performed at the time of event and the patient¿s glucose values were unknown. At the time of contact, the patient was doing well. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause was determined to be a sensor noise. No additional patient or event information is available.